Event description:
On (B)(6) 2012, pt reported he discovered a leak due to smelling the insulin. Pt stated this issue occurs at least once a week. Pt stated there was no leak around the cannula or luer lock connection. Pt reported he hears the audible click when the infusion site and infusion set tubing are connected. Pt stated he has had this issue for about 2 months. Pt reported the insulin in the insulin cartridge is usually half way gone or at 20 units or less when he notices the leaking. Pt stated the insulin is around the piston rod and he had to turn the infusion device upside down to pour the insulin out of the cartridge compartment. Pt is unsure of which infusion sets he is currently using. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, insulin cartridge, infusion adapter and infusion set for evaluation.